Event description:
The customer reported a broken sear on the door latch assembly of the pump module. No patient harm or medical intervention was reported. No additional information was provided.

Manufacturer narrative:
The customer complaint of a broken sear was confirmed. The customer returned three pump modules and 9 latch assemblies for investigation. This report is for pump module sn (B)(4). Log analysis of pump module sn (B)(4) found that the device was last used on (B)(4) 2014 at 8:59am and was infusion at a rate of 400ml/hr with a vtbi of 100ml. The device experienced three (3) flo-stop open alarms during the infusion before being powered off at 2:39am. Inspection of the pump modules found damage to the sears, including some that were split down the middle between the two legs, some with the right leg broken and some with both legs broken. Dried residue (brown in color) was also observed on many of the returned sears. Some of the broken sears were found to have an impact mark near the edge of the left leg indicating it had been hyper extended beyond the normal range of motion of the torsion spring hitting the sear stop. It is possible that this was caused by the device door being shut against a stuck sear resulting in this mark. Inspection of this device showed both legs on the sear were missing. Testing of the returned pump module with a test administration set installed confirmed a "safety clamp open/close door" alarm due to sear damage. Unregulated flow was observed when the door was opened. Testing also confirmed considerable side to side play in the latch handle. It is possible for damage to the sear to occur if the latch handle is biased/pushed to the left or right during latch closure. The customer reported that their devices are cleaned with cavi-wipes. Review of the material safety data sheets for cavi-wipes determined that the latest change to the formulation occurred in 2012 and contains two chemicals that are on th alaris system cleaning product guidelines "do not use" list: ethylene glycol monobutyl ether and diisobutylphenoxyethoxyethyl dimethyl benzyl ammonium chloride. It is possible that this was caused by the device door being shut against a stuck sear resulting in this mark. Inspection of this device showed both legs on the sear were missing. Testing of the returned pump module with a test administration set installed confirmed a "safety clamp open/close door" alarm due to sear damage. Unregulated flow was observed when the door was opened. Testing also confirmed considerable side to side play in the latch handle. It is possible for damage to the sear to occur if the latch handle is biased/pushed to the left or right during latch closure. The customer reported that their devices are cleaned with cavi-wipes. Review of the material safety data sheets for cavi-wipes determined that the latest change to the formulation occurred in 2012 and contains two chemicals that are on th alaris system cleaning product guidelines "do not use" list: ethylene glycol monobutyl ether and diisobutylphenoxyethoxyethyl dimethyl benzyl ammonium chloride.